Event description:
Surgeon tried to open crocodile grasper during procedure. Instrument would not open fully. Another instrument was needed to remove crocodile grasper in question. Crocodile grasper was removed from pt under direct vision. Unknown if all of component was removed. Possible sliver missing from crocodile grasper, however nothing visible remained in sight.